Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to moisture damage on the keypad traces. No battery alarms could be verified due to unresponsive buttons. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated he was in the hot tub but the insulin pump was out of the water. No further significant events leading up to the alarm were recalled. The customer's blood glucose was 153 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.